Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: the keypad cover was found to be intact. The keypad buttons were found to be unresponsive. No moisture was observed from outside the pump. Moisture was found on the keypad flex connector. The keypad cover was removed; no contamination was found under the key contacts. The pump was opened; moisture was observed on the keypad flex connector. Unrelated to the complaint, the bolus button contact was found to be damaged; the bolus button cover was detached and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas stating the keypad buttons reportedly became unresponsive 45 minutes after taking a swim. The patient reportedly saw droplets of water around the top of the pump. It was noted that the patient occasionally used alcohol wipes to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.